Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the blue strand suture broke and detached three times, putting the patient under risk due to the increasing of surgery time, as it was necessary to perform the same procedure again.